Manufacturer narrative:
Manufacturing site: (B)(6). [Manufacturing records] all products were confirmed to have passed inspection. [Lot history review] no other similar product experience report was received from this lot. [Complaint history review] complaints about products of the same structure (vgw1423fl0,vgw1430fl0) over the past three years showed that the number of events of polymer jacket peeling was small and did not show an increasing trend. [Returned product investigation] since the product was already discarded in the user facility, the product was not available for the investigation. Based on the information obtained, it was presumed that when the product was being operated with a microcatheter (corsair) in a lesion in below-knee area with mild calcification and its occlusion rate was 70% to less than 100%, the polymer jacket of the product has been damaged and detached due to strong contact with the combined device or the hardened lesion. However, specific causes of the incident was not determined because the product was not available for the investigation since it was already discarded in the user facility, and also it was impossible to get any additional information from the distributor regarding the details when the peeling occurred. As a result of above investigation, although it was concluded that this event was not attributable to product quality but to the procedure, we cannot completely rule out the possibility that detached pieces were left behind in the patient's body. Instructions for use (IFU) states below and no CAPA will be taken. [Warnings] ~never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position.[otherwise damage to the guide wire may occur.] Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~do not push the guide wire more than necessary to advance the tip through the narrowed part of the vessel. (For example, do not push the guide wire when the distal tip of the guide wire is bent by the force of manipulation.) After crossing the targeted area, do not roughly twist, push or pull the guide wire. If the guide wire is moved excessively, it may be damaged or break apart, which may injure the blood vessel or leave fragments inside the vessel. [Malfunction and adverse effects] possible complications and adverse events of guide wire use include, but are not limited to: damage of guidewire (separation, breakage, damage of coating).

Event description:
It was reported that vassallo gt .014 floppy (the product) was used in a case of a lesion in below-knee area with mild calcification and occlusion rate was 70% to less than 100%. When the product was used in combination with a microcatheter (corsair, manufactured by asahi intecc), torque decreased within minutes of starting the procedure, and peeling of the tip of the polymer jacket was observed when the product was removed from the patient's body. The procedure was completed using another product of the same type of the product and there were no health hazard on the patient.